Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no pacing or sensing was noted on the right atrial (ra) lead approximately two weeks post implant.  Lead dislodgement was noted.  The lead was revised and remains in use.  No patient complications have been reported as a result of this event.